Event description:
While implanting distal radius implant into the patient, the plate broke. It was not implanted and second device of the same manufacturer and model was implanted. Eighteen days later, the patient was returned to surgery as the second device had broken. It was explanted.